Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead measuring 59.6cm was returned in two segments for analysis. External insulation abrasion was noted at 6.5-7.0cm from the proximal end of the rv shock coil, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion was noted at 0.7-2.8cm from the proximal end of the rv shock coil. Internal insulation abrasion was noted at 0.0-0.8cm, 1.0-1.3cm, and 0.7-1.9cm from the proximal end of the rv shock coil. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.